Manufacturer narrative:
Initial.

Event description:
It was reported that the patient used meal announcements to correct a high blood glucose of 394 mg/dl, which represents an improper method of use related to the user interface. The patient was advised to allow the system¿s correction algorithm to address hyperglycemia rather than entering false meals. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information they provided. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.